Manufacturer narrative:
The patient weight was not provided. Approximate age of device - 1 year, 3 months. The report of suspected thrombus was confirmed based on the evaluation of the returned lvad pump. Upon disassembly of the returned pump, examination of the outlet stator revealed a non-laminated deposition situated in between the outlet bearing ball and the stator blades. The deposition was not adhered to the bearing ball or the stator blades, lacked denaturing and lacked lamination. In addition, there was no evidence of contact marks on the outlet bearing cup and outlet/cone section of the rotor. Although its origins and the duration of time for which it was present in the outlet stator could not be conclusively determined, the deposition did not appear to have originated in this location. Examination of the remaining blood-contacting surfaces revealed no depositions. Examination of the pump bearings, rotor, and blood-contacting surfaces under a microscope, revealed no abnormalities that would have contributed to the formation of the deposition. The pump underwent cleaning, reassembly and functional testing under loaded conditions using a mock circulatory loop. The retrieved data revealed normal pump power consumption comparable to the pump power consumption recorded during the manufacturing process. The pump operated as intended. The instructions for use lists thrombosis as a potential adverse event associated with use of the heartmate ii left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient experienced pump thrombosis. This was reportedly confirmed by a ramp study as well as a computed tomography angiogram. A pump exchange was performed on (B)(6) 2015.